Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl; reportedly contact believes cause was customer was not delivering correction boluses, however customer's non-tandem continuous glucose monitoring system was not working. Tandem technical support made multiple follow up attempts, however, no response received.